Event description:
Same case as MFR report #: 2134265-2011-05875. It was reported that following a stenting treatment procedure, thrombosis occurred. The patient presented with an acute myocardial infarction in the left circumflex (lcx) artery. Treatment placed two overlapping promus element stents in the lcx artery. Post dilation was performed with a 3.5x15mm nc quantum apex balloon. The patient left the cath lab with no complications. However, it was noted there was disease in the right coronary artery (rca). Two days later, the patient underwent another procedure to treat the rca, at which point thrombus was noted in the lcx artery which was treated with a 3.5x20mm nc quantum balloon at 20 atms for 30 seconds. The physician changed the patient's medications from plavix to effient. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).